Event description:
While attempting to restart a pt's heart at the conclusion of open heart surgery, ther user found that the defibrillator reported "connect paddles" after the internal paddles had been connected. A second paddle set was connected, and there was no harm done to the pt. A visual examination revealed external damage to the paddle set connector. The wires inside the connector were severely twisted, and one wire was broken. All of the damage was the result of excessive force being applied to the connector while it was being connected and disconnected. The user had not attended the in-service, and had not been trained in the use of the internal paddle set. The event is not occurring more frequently or with greater severity than is usual for the device.